Manufacturer narrative:
Covidien/medtronic reference number : (B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
During use the cuff deflated and a leak was confirmed. There was no harm reported. The tube was removed and replaced.